Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Test subject used a tampon during study and kimberly-clark staff reviewed the product on 23-may-2019, at which point it was confirmed tampon had small piece detached.